Event description:
On (b)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using Maxcore instrument. During the procedure the device cannula was not fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: The physical device was not returned for evaluation. One electronic video was received and reviewed. The video shows the HCP displaying the product labeling information which does match and verifies with TW. The video further shows the HCP attempting to prime the Maxcore device as the bottom slide was observed to lock into place successfully and then it was fired without any issue. Based on the video, the reported failure to fire cannot be confirmed. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to fire. A definitive root cause for the alleged Failure to fire issue could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. Section A through F ¿ The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.